Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by loss of hermeticity of the header assembly. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Since (B)(6) 2023, the recipient could just hear sounds intermittently through the audio processor. Moreover, the recipient could not hear any sound from (B)(6) 2023 onwards. Therefore, it was decided to re-implant. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Since (B)(6) 2023, the recipient could just hear sounds intermittently through the audio processor. Moreover, the recipient could not hear any sound from (B)(6) 2023 onwards. Therefore, it was decided to re-implant. The recipient has been re-implanted.